Event description:
It was reported that (1) sh105 was used during a CABG procedure. It was reported by the rep that the surgeon's pa was taking the radial artery with the sh105 hook blade attached to luke handpiece (hp052). The surgeon stated that the blade was not coagulating. The handpiece was tested and found to be in good working order. There was no consequence to the pt.